Event description:
It was reported that this pacemaker exhibited a non-sustained ventricular tachycardia (nsvt) due to noise oversensing. Technical services (ts) reviewed and provided troubleshooting options, as well as stated that the rv lead was not a boston scientific product. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).